Event description:
Between [date redacted] and [date redacted] - approximately 1 month, 320 service tickets have been submitted to htm [healthcare technology management] for repair, some requiring ivenix to repair. Issues include: black screen 2, broken handle1, cassette error14, dps grommet pulled back1, dsps gasket is pushed in3, functional check84, reload set error1, replace battery 1, replace cord strap 12, touch screen unresponsive 14, won't turn on1, won't charge2, unable to unload cassette1, tubing failure alarm3, tubing cassette misload with no tubing loaded1, system error19, shut off without warning6, pump issue alarm19, power cord damage7, alarm too quiet2, infusion flow discrepency2, flow alarm error1, doesn't recognize tubing1, cracked screen32, broken case14, broken/missing clip5, broken/missing IV hook47, latch bent1, latch locking up2, broken locking machanism7, not charging when plugged in4, failed outdoors2, occlusion alarms2, air in cassette/line alarm6.